Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative reported that the dingus was adjusted, but this did not resolve the reported issue. The gantry motion controller was replaced and the gantry drive motor was adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion controller has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door for the imaging system would not open. A noise was heard emitting from the gantry. The reported issue occurred after image acquisitions were performed. The electrical override and restarting the imaging system did not resolve the reported issue. When attempting to manually open the door, the rotor was unable to move. The site used the lift and shift function to move the gantry to the end of the operating table. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The replaced motion controller was returned to manufacture, however, evaluation is in progress at the time of filing this report. Findings are not yet available.

Manufacturer narrative:
Correction: UDI # received.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the motion controller passed all tests and functioning normally. No fault found.